Manufacturer narrative:
Only the connector end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform helix mechanism test due to distal portion of the lead was not returned for analysis. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.